Manufacturer narrative:
The device has not been returned to the nidek. However, field service engineer fse evaluated the device in the field. As per doctor focus was off and she had difficulty focusing during the surgery. Fse verified the complaint regarding focus issue and found that doctor was unaware of how to use the focus shift. Fse instructed doctor how to use the focus shift. The problem has been resolved. See scanned page.

Manufacturer narrative:
The affected device was returned to nidek on 05/18/2015. The device has been evaluated by the nidek service engineer (se). Se checked the laser aiming beam focus and alignment were verified and were within specifications. Focus shift and focus points were checked and were within the specifications. System has been tested and inspected for proper operation. Nidek clinical specialist contacted doctor to gather additional information regarding complaint and confirmed that doctor mentioned that the pitting was not bad. Patient was fine. No follow up or medical or surgical intervention was required. However doctor mentioned that there was a focus issue, focus was off and she had difficulty focusing during the surgery. Based on the evaluation nidek would like to confirm that the offset focus shift was proper and the customer complaint related to the focus issue could not be verified. However the possibility of poor focusing could be from the ocular contact lens being used such as if the contact lens is damaged or not cleaned properly can cause focus issues. As a corrective action for this nidek will be sending the sales representative/field service engineer to the field to check if the contact lens they have been using is clean; not damaged and/or if it needs to be replaced. Nidek sales representative/field service engineer will also go over with the settings with the doctor to check if the doctor has been using the correct settings as a preventive measure. Additionally she also observed laser power was low. However low power itself is not a contributing factor to the pitting. (Reference: operators manual: 2. Safety and precautions; 2.3 use; caution) power has been adjusted. The system has been calibrated. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc received a complaint from a customer on (B)(6) 2015. Customer reported that doctor has been experiencing pitting lenses during the surgery with yc-1800 sn (B)(4). Doctor mentioned that they had been following all of nidek's instructions that still experiencing pitting lenses. Doctor also confirmed that there were no patient injuries sustained and no follow up appointments or surgical procedures were required at that time.